Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The repairs for the reported issue are currently unknown but will be updated if more information is provided. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use under baw2800548 rev 3 and baw2800424 rev 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was error in chiller pump and air leakage issue in an arctic sun device. Per review of wo on 12aug2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was error in chiller pump and air leakage issue in an arctic sun device. Per review of wo on 12aug2025, there was no patient involvement.